Manufacturer narrative:
(B)(4). The sample was discarded by the customer.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed her of the error's meaning. The hc is now ready for the next treatment. The no patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated they did not think it was a problem with the cassette, but rather that the tubing on the bag is longer and bends. The hp stated when they had the alarm one of the bags tubing was bent. The hp thought that this was possibly the reason for the alarm. The hp stated since the alarm she had been careful to check the bag and tubing to make sure it is not bent. The hp stated she did not contact her registered nurse (rn) about the alarm that she just called in to the technical service center. There was no patient injury or medical intervention reported.